Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change to address a high glucose concern from a prior case, reported at 355 mg/dl. The user noted the end of the old insulin cartridge felt sticky with dried insulin, consistent with a leaking cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms or alerts reported and no hospitalization. Investigation included customer care troubleshooting and user education, including replacement of supplies and guidance during the change. Investigation of this case revealed a suspected cartridge leak at the outlet end consistent with residue of dried insulin on the removed cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge leak likely related to use or handling.